Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of the event unknown / not provided. Product not returned.

Event description:
Doctor reported that during of implant placement, it was not possible to tighten the screw on the implant. Another screw was used.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). One heal collar 3.5x4.5, 5mm (hc345) was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information using the item # (IFU/rmf). Additionally, an unknown implant has been added to associated device and further investigation will not be performed. This investigation focuses only on healing collar hc345. Device history record (DHR) review was completed for the subject lot number 2020110023. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review by lot number (2020110023) was performed for similar events using keyword parameter does not seat and no other similar complaint was identified. Therefore, based on the available information, device malfunction and the reported event could not be verified as the exact details of event were non-verifiable and the product was not returned.